Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/21/2019. Device evaluation summary: according to the information provided, the patient experienced a rupture and late onset seroma. During analysis of the device a rupture was noted in the posterior view expanding to anterior view, measuring approximately 8.0 cm, within the rupture an area of siltex cracking was noted in posterior view. No additional anomalies were observed. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Patient code seroma was erroneously omitted in initial report submitted on 10/29/2019. Reason for device explant and/or reoperation: rupture and late onset seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 275cc mentor memorygel breast implants experienced bilateral silent rupture post procedure. As a result, patient had undergone bilateral removal and replacement with 275cc mentor memorygel breast implants on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-22742 for contralateral prosthesis report.